Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient presented with following pre-op diagnosis: lumbar 3-4 extruded herniated nucleus pulposus status post work injury. Pulling injury while at work. Lumbar 3-4 spondylolisthesis with spinal instability, status post prior l4-s1 decompression with instrumentated posterior spinal fusion. Low back pain. Lower extremity radiculopathy, l3 and l4 distribution. Patient underwent following procedures: exploration of lumbar 4 through sacral 1 fusion. Of note, the l4-s1 fusion was found to be solidly healed posterolaterally. Hardware removal at the l4-s1 levels. Hardware removed included 4 pedicle screws and 2 pedicle screw rods along with 4 set screws. Right sided l3-4 tranforaminal interbody fusion. Placement of mechanical interbody spacer device at the l3-4 level. Vertebral body spacer which was packed with rhbmp-2/acs. L3-4 nonsegmental spinal instrumentation. The instrumentation used was the pedicle screw system. Pedicle screws placed were two pedicle screws at the l3 pedicles and two pedicle screws at the l4 pedicles. Posterior spinal fusion in the form of a left-sided l3-4 facet joint and packing rhbmp-2 sponge. Harvest of local autograft in the form of a left sided l3-4 facetectomy bone. Use of autograft in the form of rhbmp-2 sponge. Please note a rhbmp-2 sponge was packed anteriorly at the l3-4 disk space and the local autograft impacted by the interbody spacer. Dural tear repair. Dural tear was repaired with the use of a regeneration matrix patch along with fibrin glue. Per op-notes: ¿¿at this point, facetectomy bone was morselized and was packed across the l3-4 disk space along with a rhbmp-2 sponge. Once bone and rhbmp-2 sponge was in place at the l3-4 level, the interbody graft was packed with rhbmp-2 sponge and impacted across the l3-4 disk space. Once in appropriate position, the inserter for the interbody graft was removed. At this point, c arm images were taken to insure appropriate placement of graft. At this point, pedicle screws were placed at the l3 and l4 levels bilaterally. Once the pedicle screws were in place, pedicle screw rods were then placed. ..¿ patient tolerated the procedure well. No patient complications were reported. On (B)(6) 2008: patient presented with following pre-op diagnosis: pseudomeningocele/ dural tear with csf leak, right l3-4 level. Right l3 radiculopathy secondary to mass effect upon the right l3-4 nerve roots. History of pulling injury while at work that resulted in external herniated nucleus pulposes at the l3-4 level. An extruded disc fragment was removed following a right sided l3-4 transforaminal lumbar interbody fusion with decompression instrumentation and posterior spinal fusion. The date of original surgery was 3 weeks ago on (B)(6) 2008. History of l4 through s1 decompression with instrumentation and posterior spinal fusion, status post exploration of fusion with hardware removal. Low back pain. Patient underwent following procedures: exploration of wound, lumbar spine l3-4 level. Revision decompression, right sided l3-4 level. L3-4 right sided dural tear repair. Dural tear repair was accomplished by using regeneration matrix along with fibrin glue. Patient tolerated the procedure well. On (B)(6) 2011: patient presented with following pre-op diagnosis: coccygodynia. Lumbar spondylosis, status post prior lumbar dec ompression with instrumentation and posterior spinal fusion with interbody fusion. Low back pain. Patient underwent coccygectomy surgery. Patient tolerated the procedure well with no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.